Manufacturer narrative:
E1 : initial reporter establishment name: (B)(6). This report is related to the following patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopic biopsy procedure, fragments of the biopsy valve fell into the patient¿s bronchus. All fragments were retrieved using suction. The procedure was completed using a backup device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. This device contains two rubber parts, but only one rubber part was returned. No failures were found in the returned rubber part. A function testing was performed using a representative device and confirmed the biopsy valve was found not to be damaged when the endoscope accessory was inserted and removed at the correct angle. A root cause could not be identified. Based on the results of the investigation, the event was likely caused by a component failure of the biopsy valve. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.